Manufacturer narrative:
The technical support representative requested information around the error message that was shown, but the customer was unable to provide any information around what the error message said. The customer confirmed that the displays were working as expected during the call, and declined to have a spacelabs field service representative come out to evaluate the system. Spacelabs technical support advised the customer to call back with the specific error message if it reoccurs to assist with further troubleshooting. At this time, the customer has not reported any further issues with the xhibit central station. Should further information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring patients, the displays would show an error message before intermittently turning off. The display was reported to have returned on it's own immediately after turning off. There was no patient or user harm associated with this event.